Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a crack on the right top corner of the display screen. Blood glucose value is 163 mg/dl. Nothing further reported.